Event description:
Customer reported to have gotten her insulin pump wet by dropping it in water. She states that there's water in the display and that the insulin pump in alarming when rewinding. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A noisy motor was noted during the rewind due to a faulty motor. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window conrers were noted during the visual inspection. Moisture damage was noted on the display board.